Manufacturer narrative:
Customer strips were evaluated: the returned reagent read an average of 14mg/dl high out of spec with control, and an average of 20mg/dl high out of spec with blood. Retention reagent gave satisfactory performance.

Event description:
The customer ran blood glucose tests on 2 contour next link meters and received readings of 136 and 69mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The test strips were returned for evaluation. Replacement test strips were sent to the customer